Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2024, the patient reported she was trying to get herself juice to raise her bg level, but before she could reach the refrigerator, she lost consciousness. At an unspecified time during this event, the patient¿s cgm was reading 59 mg/dl and the bg meter was reading 147 mg/dl. It was not specified if this set of values what taken before or after the patient lost consciousness. The call was disconnected and no further event details were obtained. Attempts to reach the patient for further event clarification were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).